Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer's blood glucose value was 190 mg/dl. The customer treated with 3 sugar tablets. The customer stated that he received calibration not accepted prior to receiving the second calibration not accepted or change sensor alarm. The product was returned for analysis.